Event description:
A hta pro cerva procedure set was used during a hysteroscopy procedure. According to the complainant, approx six minutes into the ablation, they received a fluid loss alarm at a rate of 12cc/min. The pt's vagina was packed with raytek pads and the doctor did not see any fluid in the pts' vagina. They proceeded with the case. Approx one minute after resuming the case, there was a slow fluid leak noted of approx 1-2cc loss visually. Soon thereafter, there was another fluid loss alarm at which time the procedure was aborted. A total of 8 minutes of ablation was completed. Upon visual inspection of the pt's vagina, a burn of approx 1/2" in diameter at the 3 o'clock position in the vagina was identified. Silvadene cream was applied to treat the burn. The pt was advised to apply cream post op for 1-2 weeks. Follow up info received on sept 11, 2009, confirmed that there was a cervical leak. The degree of the burn could not be determined. Although an attempt was made to obtain further follow up regarding degree of burn, there is no further info regarding this event.

Manufacturer narrative:
The suspect device has been returned but has not yet been evaluated; therefore a failure analysis of the complaint device could not be completed. If any additional relevant info is received, a supplemental medwatch will be filed.